Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed. A field service engineer reseated all connections for matrix drawer one. No parts were required to resolve the issue. The unit was functioning properly, and diagnostics confirmed that everything was working as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer one malfunctioned and attempts to recover storage space were unsuccessful. The customer stated that they were unable to retrieve the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.